Event description:
A caller reported an occlusion alarm, but customer technical support (cts) could not verify the alarm number in the pump history. The customer's blood glucose level was reported as "high," but a specific value was not provided. The customer took corrective action by administering a bolus via a previous pump and resolved the issue by switching back to an older pump to resume insulin delivery. No additional assistance was required, and cts closed the case.